Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received the distal portion of a partial lead was returned in one piece, measuring 43.8cm. Visual inspection of the lead found an external insulation abrasion exposing the outer coil at 31.9cm to 32.2cm from the distal tip. This was consistent with friction to the device can, located between the suture sleeve impression and the cut end of the lead. This product is registered as a combination product.

Event description:
This report is to advise of an event observed during analysis.